Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. Vascular access was obtained via the left femoral artery. The 99% re-stenosed lesion was located in the moderately calcified and moderately tortuous left radial vein. Some resistance was encountered upon attempting to advance the 5.0mm x 40mm sterling over-the-wire balloon dilatation catheter to the target lesion; however, the balloon was successfully placed. The balloon was inflated to 10atms on the 1st inflation, and 12atms on the 2nd inflation, the balloon ruptured at 15atms on the 3rd inflation. The device was removed from the patient intact. The procedure was completed successfully with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). The product mentioned in this report, folfusor, was reported erroneously. There was not a product complaint. Upon further review, baxter determined this to not be a reportable event.

Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
(Complaint 8 of 20) the facility representative contacted baxter to report a folfusor that had leakage through the winged luer cap. The event occurred during use. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.